Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was noted that they replaced the motion batteries. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a site regarding an imaging system that was used during a spinal fusion procedure. It was reported that the imaging system was power cycling during the procedure. The system would stay on for a period of time and then unexpectedly shut down. They rebooted the system to resolve the issue. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information as provided.

Manufacturer narrative:
Unique device identification (UDI) has been updated. Device manufacturing date has been updated.